Manufacturer narrative:
F9, 10, 12 - since mandatory reporter did not complete this portion of the initial report form, MFR would use the included info to best describe this event. Pt code 2200 was used as there is no listed code for laminectomy. H10 - letter was sent to user facility requesting additional info and completion of initial report form. As of the date of this report, a response has not been received, and the initial medwatch form will be included with this report as it was received by the MFR.